Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the pt who had a heliplug applied post extraction to socket #30 had symptoms of difficulty swallowing and some difficulty breathing within 24 hours of the socket dressing application. The product was removed 4 or 5 days after the procedure and the pt had no further symptoms.